Event description:
About a month ago, the patient went to the operating room for skin grafting. While using the zimmer dermatome to obtain a skin graft, the dermatome malfunctioned causing the donor tissue to tear into several pieces. The dermatome was inspected by the scrub nurse and physician. The blade was replaced and re-seated. After a second attempt, the same thing occurred. A loaner dermatome was obtained and the case was completed. No harm came to the patient.